Event description:
During literature review of the article "the unpredictable material properties of bioabsorbable plc interference screws and their adverse effects in acl reconstruction surgery" it was noted that calaxo screws were part of the study that caused an adverse effect. Pt presented post operative condition with tibial graft site wound discharge and break down. Pt also underwent exploration of the wound and washout.

Manufacturer narrative:
Product recall initiated august 21, 2007 - (B) (4)